Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the shockpulse lithotripsy had two transducers with connection issues and a worn, bent pin. The issue occurred during an unknown procedure. There were no reports of patient harm.